Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was found with the crack at the end. It was discovered after it was disconnected from the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture date: (B)(6) 2015. The device was received and the evaluation is complete. During visual inspection, a crack was identified. The crack was located at the top of the cap above the outside finger ridges. Underwater pressure testing was performed, verifying the leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the cause of this issue was determined to be use error. A crack propagates when the minicap is over-tightened onto a transfer set luer or excessively squeezed on both sides of the minicap. Should additional relevant information become available, a supplemental report will be submitted.